Event description:
This report is based on information provided by philips international service personnel and is being investigated by the philips complaint handling team. Unit was obtained from philips international stock and not part of hospital inventory at this time. During the evaluation of device, it was observed that the device had an error code 1108 check vent: machine pressure sensor auto zero failed message. Investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17982.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The reported problem was not duplicated by a test run performed. Since occurrence record of "check vent: machine pressure sensor auto zero failed" (diagnostic code: 1109) was confirmed in the event log, the solenoid valves 2 and 4 were replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.